Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01179. The patient is implanted with two percutaneous leads from different lots for low back pain. It was reported the patient is not receiving effective stimulation coverage. A diagnostic test revealed invalid impedance measurements for the right lead. The left lead provides minimal stimulation, but the stimulation reportedly surges. Follow-up revealed reprogramming was not effective and the physician wanted to consider surgical intervention: however the patient is not a good candidate due to preexisting health issues. X-rays may occur at a future date.